Event description:
It was reported that the customer's insulin pump had gone into suspend without actually pushing any buttons. The customer stated it may have happened due to sleeping while having the insulin pump in their pocket. Customer's blood glucose level was reported at 304 mg/dl. Customer will call again to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.